Event description:
It was reported that during field action servicing, the cardiosave intra-aortic balloon pump (iabp) unit update to d.00 couldn't complete.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10,e2, e3, e4, g2, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), g3, g6, h2, h10, h11.

Event description:
It was reported that during field action servicing by a getinge field service enginer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit update to d.00 couldn't complete. There was no patient involvement.

Event description:
This report is being cancelled as it is not a valid complaint. It was created in error.

Manufacturer narrative:
This report is being cancelled as it is not a valid complaint. It was created in error.